Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for a check-up. Due to lead impedance of less than 200 ohms, the auto-polarity of the pulse generator was switched from bipolar to unipolar pacing. The unipolar lead impedance was then 413 ohms. The diagnostics from the device indicated that there were 21 drops below 200 ohms while in the unipolar configuration since the auto-polarity switch. The patient reported no symptoms.